Event description:
It was reported through the litigation process that approximately three years eleven months post filter deployment, the patient allegedly experienced ivc filter perforation and tilt. Furthermore, it was alleged that there were unsuccessful attempts made to remove the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc and struts perforated into organs. The device and fractured struts were removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately three years eleven months post filter deployment, the patient allegedly experienced ivc filter perforation and tilt. Furthermore, it was alleged that there were unsuccessful attempts made to remove the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc and struts perforated into organs. The device and detached struts were removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years post filter deployment, CT revealed mild dorsal tilt of the ivc filter and there appeared to be chronic perforation involving two anterior struts of the ivc filter best seen on coronal series, extending laterally into the mesentery by approximately 2.5 mm on the left and 2 m on the right. Approximately after three years eleven months, patient presented for filter removal. Initial venogram revealed approximately 30% of the filter was filled with thrombus. The intravascular ultrasound further performed, showed that there were several perforating limbs through the inferior vena cava in addition to the thrombus. Thrombolysis was done but there was no reduction in the thrombus within the filter itself. It was also seen that there was a limb of the ivc filter that appeared to be broken off and stuck in place, possibly within the thrombus itself. Considering the situation, terminating the procedure was elected. Approximately four months later, open removal of the inferior vena cava filter was considered. The filter was able to be mobilized out bringing the struts through the wall of the vena cava. There was 1 strut that was completely scarred within the wall, where pulling might lead to tear. Therefore, the strut was cut and was pulled out from outside the cava. The previous broken strut of the vena cava filter was found, which was removed as well. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter perforation, tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately three years eleven months post filter deployment, the patient allegedly experienced ivc filter perforation and tilt. Furthermore, it was alleged that there were unsuccessful attempts made to remove the filter. The current status of the patient is unknown.